Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Most likely underlying root cause: mlc-18 user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to contact the customer via telephone at call backs on 07/12/2017, 07/13/2017 and 07/14/2017. Unable to send product notification letter as no address on file for customer.

Event description:
Consumer reported complaint for e-5 error: test strip error. The e-5 error occurred after the sample has been applied. Grandmother is calling on behalf of the customer, her (B)(6) grandson. Grandmother stated she had tried to perform a blood test on the customer and had gotten the e-5 error five times. Grandmother stated she was able to perform a blood test on her other grandson and had obtained a result. At the time of the call on (B)(6) 2017, grandmother stated customer looked sleepy but that it was his nap time. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date was undisclosed. Customer only had one vial of test strips. The meter memory was not reviewed for previous test result history.